Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient underwent an explant procedure due to device did not work. No further information could be obtained despite good faith efforts.